Event description:
The customer reported that left monitor appeared dark during a case. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. He checked the system kv tracking, 81, 72, and 64 then inspected the power cord and interconnect cable. The system is operating as intended.